Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. The customer performed a system check which showed the cartridge and tubing were functioning as expected; however this test was not confirmed in the pump history. As the customer was not receiving the occlusion alarm at the time tandem technical support was contacted, troubleshooting to confirm the cause of the occlusion was unable to be performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.